Event description:
It was reported that the stent foreshortened. Reportedly, the physician advanced the delivery system and deployed the stent without any difficulties. Upon deployment, it was identified that the stent measured approximately 100 mm instead of 150 mm. A second stent was successfully deployed overlapping the first one. The entire lesion was successfully treated. There were no other difficulties during the procedure and there was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system has been returned for evaluation and the investigation is currently underway.